Event description:
A PICC line occlusion occurred with IV infusing. The luer hub of the catheter cracked with minimal pressure during attempt at tpa administration. No tpa given. New IV started and IV fluid change. A product incident report was completed and forwarded along with the catheter to be sent to the manufacturer for evaluation.